Event description:
Had essure place in (B)(6) of 2009 had abdominal pain, bleeding and fatigue for years. Diagnosed through ultrasound with migration of essure device. Had to have a hysterectomy with bowel repair. FDA safety report ID # (B)(4).